Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. It was reported that the pump is not making audio or vibrations anymore. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission, 12/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/21/2013 with the following findings:the complaint could not be duplicated or confirmed on investigation. The pump powered on with audible tones and vibration. The pump emitted appropriate tones and vibrations when alarms were reproduced during investigation.